Event description:
It was reported that the patient stated that his device has been displaying full blockage when there is no drainage in the canister at all. After the patient performed this first troubleshooting, the "canister full blockage alarm" did not get resolved. The patient stated that every time his device displays full blockage, he would still feel the suctioning motion and could feel that the device is still working. He confirmed that the tubing is never kinked or bent. After the patient performed this last troubleshooting step, the full blockage alarm got resolved. Informed the patient that since the alarm condition was resolved, the blockage was present within the soft port and per clinical guideline, this needs to be reassessed and replaced as needed. A back up device was not available.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported event and the device and the root cause is undetermined at this time. If the device is returned in the future this complaint will be re-assessed. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances and these instances are being monitored to determine if additional actions are required. This investigation is now complete with no further action deemed necessary, please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.